Event description:
It was reported that clamp completely fell apart while doctor was using it on a baby. Metal piece stuck in baby and had to be removed.

Manufacturer narrative:
Clamp involved has not yet been returned for eval. Manual states the following: "warnings: this clamp must never be used if component parts are damaged, missing, clearly worn or the assembly does not perform as described. Prior to initiating the surgical procedure you must ensure that expected clamping function has been properly achieved." Clamp parts actual breaking and coming apart is very unusual.